Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in this report is not marketed in the USA or approved by the FDA. However, it is being reported as biosense webster considers this a similar device to the thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. Manufacturer's ref. No: (B)(4).

Event description:
This event is part of the (B)(6) clinical study: it was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch sf uni-directional catheter and suffered a pericardial effusion requiring medication more than 7 days post-procedure. Patient has a medical history of symptomatic atrial fibrillation, coronary artery disease, and hypertension. Issue was resolved without sequelae. Principal investigator assessed this event to be of moderate severity, not device-related, and definitely procedure-related.